Event description:
It was reported that the mattress is only stating inflating for a period. The green pressure light only stays on for a short period of time, to where the patient will start sinking and the mattress will need to be inflated again. No medical intervention, serious injury, or follow-up care has been reported. Based on the information reviewed, the event did not involve a death or serious injury, however, a reportable malfunction (a malfunction that would be likely to cause or contribute to death or serious injury if the malfunction were to reoccur) is present.

Manufacturer narrative:
It was reported that the mattress is only stating inflating for a period. The green pressure light only stays on for a short period of time, to where the patient will start sinking and the mattress will need to be inflated again. No medical intervention, serious injury, or follow-up care has been reported. Based on the information reviewed, the event did not involve a death or serious injury, however, a reportable malfunction (a malfunction that would be likely to cause or contribute to death or serious injury if the malfunction were to reoccur) is present.